Event description:
Heartmate ii left ventricular assist device (lvad) presents with complicated stenotrophomonas maltophilia requiring surgical incision and drainage, oral antibiotics and vacuum dressing. The complexity of this infection allowed higher listing for heart transplant listing.